Event description:
It was reported that the locking wire came off when the surgeon impacted the insert to the baseplate. The surgeon used spare products (same size) and the procedure was completed without any problems and delay.

Manufacturer narrative:
Associate device: series 7000, reduced keel tibia, catalog #j7115-0003, lot # mkte5w. The event is confirmed but the root cause cannot be determined. Visual inspection of the devices noted that the insert was assembled with the baseplate, however, the locking wire was partially caught underneath the insert. Indentations are noted on the insert around the locking tab. Dimensional inspection could not be performed as the devices were returned assembled together. There is no evidence that the root cause is manufacturing or material related. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lots.